Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. It was noted the steerable guide catheter (sgc) was difficult to insert into the patient's anatomy. Two clips were successfully implanted, reducing mr to a grade of unknown. Upon removal of the sgc, the soft tip was observed deformed and stretched. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported deformed and stretched soft tip. The reported difficult insertion into anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to insert (anatomy), deformation due to compressive stress (soft tip), or stretched. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult insertion into patient anatomy appears to be related to challenging patient anatomy (venous tortuosity). The reported deformed and stretched soft tip are cascading events of the difficult insertion. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. It was noted the steerable guide catheter (sgc) was difficult to insert into the patient's anatomy. Two clips were successfully implanted, reducing mr to a grade of unknown. Upon removal of the sgc, the soft tip was observed deformed and stretched. There were no adverse patient effects and no clinically significant delay in the procedure.